Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue and user's test strips had a poor storage (outside original vial).

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 89 to 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored in original vial, and strips are kept loose outside vial. The test strip lot # was not provided since the vial was discarded. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.